Event description:
Technologist was moving overhead dual monitor system into position for case in radiology. One monitor weighing about 50 lbs. Broke off its mounting, falling into the technologist's arms. The single pin which attaches to the base and monitor bottom severed. The technologist was unhurt and no pt was in the room at the time. This appears to be a design flaw in the mount which needs to be corrected.